Event description:
It was reported that the video system center exhibited an image which gradually becomes darker. The issue was identified at the time of maintenance. There were no reports of patient involvement.

Manufacturer narrative:
E1, initial reporter establishment name: (B)(6) medical center. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field; d8, h2, h3, h6, h11 a review of the device history record and service history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the cause could not be determined for the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.